Manufacturer narrative:
The field service engineer found there was wear on the vacuum nozzle that he then replaced. He performed ise checks, calibration, and qc with acceptable results. As the qc recovery was acceptable, there was no indication of a performance issue with the reagent. There were multiple abnormal aspiration alarms noted on the date of the event near the time sample was processed. The investigation determined the issue was resolved by the service actions.

Event description:
There was an allegation of questionable results from cobas 8000 cobas ise module serial number (B)(4). Patient 1 initial sodium result was 129 mmol/l and the repeat result was 135 mmol/l. Patient 2 initial sodium result was 129 mmol/l and the repeat result was 136 mmol/l. The questionable results were reported outside of the laboratory. The samples were repeated when the results were questioned by a physician. The results were then corrected. The electrode lot number was t71_2021 with an expiration date of 17-oct-2022.